Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the device would power down intermittently. It was noted, however, that there was foreign material found inside the battery drawer, and the battery contacts were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) would power down intermittently, and has been returned for repair. There was no patient involvement.